Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was getting shocking, uncomfortable stimulation, jolting, and burning at implant site. There was no tra uma/falls reported that could be related to this issue. The patient had the device implanted in 2014. The indications for use for this patient were gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.